Event description:
It was reported that the power module battery hazard symbol was red and the wrench malfunction symbol was yellow. The power module was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: housing damage and pcb damage. The reported event of the power module battery hazard symbol being red was not confirmed; however, it was confirmed that the internal backup battery of the power module was expired via visual analysis. The heartmate power module (serial #: ppm-01649) was serviced at the abbott european distribution center (edc) and no log files were submitted for review. The main pcb of the power module and the internal backup battery were replaced during servicing. The unit was able to operate as intended after servicing and was forwarded to the abbott rental pool. The main pcb was forwarded to the abbott burlington product performance engineering lab for further analysis. During further testing, the main pcb was connected to a test power module, a mock loop, and a test system controller. No issues were observed with the function of the main pcb and the reported event was not reproduced. The main pcb was able to operate as intended with the testing equipment. Although not confirmed, the observed expiration of the internal battery may have contributed to to the reported red battery alarm. The device history records were reviewed (shop order #s: (B)(4)) and the records revealed the heartmate power module (serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.